Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 5 years 8 months post implant of this 25mm aortic bioprosthetic valve it was explanted and replaced with an unknown device due to ¿leaking¿. No additional adverse patient effects were reported.